Event description:
It was reported that during implant, difficulty was encountered with left bundle branch are (lbba) placement of the lead. The patient experienced a small decrease in blood pressure early in the procedure that was resolved by the anesthesiologist. It was noted that during coronary sinus cannulation with this catheter for lead placement, the coronary sinus was dissected and worsening cardiac effusion and tamponade was noted. The lead was attempted but not implanted. Another lead was successfully implanted. The implant procedure was then completed and a pericardiocentesis was performed post system implant procedure. No additional adverse patient effects were reported. The specific model and serial for this catheter was not available, however, has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient remains hospitalized and was noted to be unwell with delirium and memory issues. Additional information also indicates that this catheter was discarded and will not be returned.